Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2025, at 2:05 am, the patient was admitted with persistent upper abdominal pain lasting half a day. At 21:40 pm on the same day, the patient developed respiratory distress, tachycardia, and hypertension, indicating a critical condition, and was transferred to the ICU. At 23:20 pm, continuous renal replacement therapy (crrt) was initiated. On (B)(6) at 9:05 am, the dialyzer triggered an air alarm; inspection revealed small air bubbles in the venous circuit, a decrease in the arterial circuit fluid level, and small bubbles in the blood vessels (air bubbles were noted in the patient's catheter). The chronic carbothane catheter exhibited a crack with bleeding at the infusion site (extension tube). It was also stated that there was a leak. Tego was not utilized. There were no other products being utilized with the device. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. The hemodialysis was immediately discontinued, and the catheter was removed as the remedial action done and the intervention/treatment required as a result of the event. The reported product was not replaced, and the treatment did not proceed and was not completed. There was no blood loss, and no blood transfusion required due to the event. The patient had no air embolism at the time of the event. The patient had no confirmed bloodstream infection at the time of the event. There was no reported patient injury.